Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that an alert was received indicating a shock was delivered for ventricular tachycardia (vt). The electrogram revealed the shock converted the patient into asystole with no ventricular capture. Sometime thereafter, the patient had vt below the detection zone. Subsequently, the patient had no cardiac activity and rising lead impedances, indicating patient death.